Event description:
The hospital biomed reported the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. During product evaluation, the bench repair technician found the mx40 telemetry device had no sound no patient involvement .